Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen(2000 mcg/ml, 900 mcg/day) via an implantable infusion pump for the treatment of intractable spasticity and cerebral palsy. Old dosage was 820 mcg/day. The patient was recently implanted with new pump and catheter. The catheter was revised to try to place the catheter thoracic. Previous catheter was lumbar only and the patient was quadriplegic and the hcp wanted to bring catheter higher. It was reported that the hcp was unable to advance catheter. The hcp was suspicious that the patient had a "myelographic block" or some sort of cyst in the subarachnoid space. When he placed the catheter, he met some initial resistance when trying to move the tip cephalic. He removed the guidewire and wiggled the catheter up. He passed and around the spot he felt resistance. The hcp was able to get cerebrospinal fluid (csf) and the patient had spasticity after the procedure and only responded in upper extremities after a bolus. The hcp was concerned that the drug was not dispersing below the catheter tip placement because of the "block". Additional information was received from the healthcare provider (hcp). It was reported that spasticity was due to catheter issue and a surgical revision was performed. The spasticity was improving. The "myelographic block" or some sort of cyst and spasticity were related to the catheter issue. No further complication was reported.